Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 561 mg/dl. The customer was treated for the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and preformed a high pressure test. The customer's insulin pump passed all test functions. The customer was advised to monitor the pump for any further issues. No further information was provided.